Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer stated that his pump went blank during the night. The customer stated that he inserted a new battery and received battery out limit. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.